Event description:
It was reported that the reservoir fell out of the insulin pump. The caller stated that the customer did not realize she had not disconnected the device before manipulating the reservoir. The caller stated that the insulin pump was removed immediately, and he was taken to the emergency room; his blood glucose never went low and was sent back home. The caller mentioned that the customer had a cold and has been running high, but he finally is doing well. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.